Event description:
The reporter indicated that the device was implanted logo down and submuscularly. Telemetry was difficult to obtain requiring numerous attempts. The iegms "lacked some annotation." The device remains implanted.